Manufacturer narrative:
UDI information (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a two hakim valves were having unanticipated programming changes after implantation. The valves were set to 60 mmhg and at the beginning of june the patient referred to feeling bad. The valves were read and the reading was 80 for one valve and 200 for the other one. In the same day a clinician attempted to re-programmed both valves back to 60 mmhg. On june 21 patient felt bad again and after an xray, the valves were found to be at 70 mmhg and 140mmhg.